Event description:
It was reported that the burr broke and was stuck on the wire. The target lesion area was located in the right coronary artery (rca). A 1.50mm rotalink plus and rotawire were selected for use in a coronary atherectomy. During draw testing, it was noted that the shaft of the burr and guidewire fractured, and followed by the burr being stuck on the wire, the burr was unable to remove from the wire which was on the rca. The wire was removed completely from the vessel. The procedure was started over again. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr catheter was received attached to the advancer unit with half the wire inside the device and the other half of the wire loose in the biohazard bag. The advancer, handshake connections, sheath, burr, and coil were microscopically and visually examined. The rotawire was fractured and the proximal portion of the wire was stuck inside the burr catheter of the rotablator complaint. An attempt was made to remove the wire from the burr catheter; however, it was unable to be removed. The annulus was damaged with the rotawire stuck inside the burr and burr catheter. Majority of the coil was stretched, indicating that there was force applied to the burr catheter as some point during the preparation. The separated end of the distal portion of the wire was found to have been worn, confirming that the damage to annulus was due to interaction with the rotawire during rotation.

Event description:
It was reported that the burr broke and was stuck on the wire. The target lesion area was located in the right coronary artery (rca). A 1.50mm rotalink plus and rotawire were selected for use in a coronary atherectomy. During draw testing, it was noted that the shaft of the burr and guidewire fractured, and followed by the burr being stuck on the wire, the burr was unable to remove from the wire which was on the rca. The wire was removed completely from the vessel. The procedure was started over again. The procedure was completed with another of the same device. There were no patient complications reported.